Manufacturer narrative:
Updated sections d10, h3, h6, h10. Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during initial implant, there was noise on the right atrial lead, so it was not able to be analyzed via the pacing system analyzer (psa). The psa cables were replaced and a port on the psa was changed, however it did not solve the noise issue. The lead was then removed and replaced during the same procedure. The physician believes the issue is due to the internal circuit. There were no patient consequences.